Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was unable to reproduce the reported issue; however the stm was able to verify the alarms in the iabp's diagnostic error log. The stm then performed all functional and safety tests which passed per factory specifications, and the iabp was returned to the customer and cleared for clinical service. Full name of event site: (B)(6) hospital & clinics.

Event description:
It was reported that prior to use on a patient an "iab leak" occurred on the cs300 intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.